Manufacturer narrative:
Investigation still in progress. Additional supplemental information will be submitted as appropriate.

Event description:
On 07/12/2019, integrity implants became aware of an event involving a patient fall approximately two weeks post surgery. Upon follow up examination from the fall, it was identified that the flarehawk interbody device had migrated posteriorly and would require revision surgery. The revision procedure was performed to remove the migrated device, and a new flarehawk device was placed without any complications. The patient is doing well post-operatively.